Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific¿s technical services (ts) on (B)(6) 2015. The patient had been admitted to the hospital¿s emergency room with complaints of extreme burning over the pocket site. Because the patient¿s EKG was normal, the patient was discharged and was seen in-clinic for a device check. According to the hcp, the device could not be interrogated through the programmer¿s quick start or select pg feature. The hcp mentioned that the boston scientific local representative was enroute to perform a device check of the device¿s ability to communicate. The device appears to be unresponsive and the patient may require a device replacement procedure. Despite multiple troubleshooting techniques, the device could not be interrogated. A magnet was positioned over the pocket and no beeping tones were generated. Based on these observations, ts recommended that the device should be explanted and replaced. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015. The device was explanted and replaced. The device was received at boston scientific's return product department.

Event description:
Subsequently, boston scientific received additional information from the local representative. The local representative confirmed that the chronic rv defibrillation lead was not explanted. At the time of the replacement procedure, a 5 joule shock was delivered following attachment of the replacement device to the chronic rv defibrillation lead and a 55 ohm impedance was recorded. Defibrillation threshold testing was not performed at the time of the replacement procedure.

Manufacturer narrative:
(B)(4). The device is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. High power visual inspection of the pg case noted a mark on the back of the pg case near where the antennae meets the upper left corner of the pg case. It appears to be an electrocautery mark. It was confirmed that the device had no telemetry and a memory download could not be performed. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.